Event description:
Caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided a replacement pump. The caller was instructed on how to return the problematic pump to tandem and was advised on connecting their continuous glucose monitor to the new pump. The caller acknowledged all instructions and was informed about the necessary programming of their settings into the replacement pump.